Event description:
Report rec'd from the u.s.a. Stating that device displayed an e6 error code. The date of the event is unknown. The device was not being used during surgery. It is unknown if there was injury or medical intervention that occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).